Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that following insertion the patient experienced exposed vaginal synthetic mesh graft, calcification, and pain. It was reported that patient underwent excision of exposed synthetic graft on (B)(6) 2016. It was reported that the patient underwent a revision surgery on an unknown date. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This event was previously submitted under ethicon MDR summary reporting exemption e2013037. Initial psr reporting period: (B)(6) 2017 through (B)(6) 2017. Psr submission number: 2210968-2017-00652. Psr report identifier: (B)(4).